Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the same day that they contacted lifescan. The patient manages their diabetes with insulin with no adjustments. The patient reported exercising on the same day. The patient reported developing symptom of ¿sugar very low¿ sometime after the alleged issue began but did not provide further details. The patient did not provide details of any treatment received. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.